Event description:
It was reported the system would not allow fluoroscopic x-ray to be produced. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.